Manufacturer narrative:
Approximate age of device - 0 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that approximately 1.5 hours after the patient was admitted to the ICU after lvad implant, there was a downward trend in pump parameters and a corresponding increase in the patient¿s central venous pressure (cvp). Persistent low flow alarms occurred. Attempts were made to increase and decrease the set speed, without significant improvement. An echocardiogram (echo) was done and revealed possible thrombus in the right chest compressing the right ventricle (rv) and the superior vena cava/right atrium (svc/ra) junction. The analysis of a CT scan led to the decision to take the patient back to the operating room (or) for chest exploration as there was a suspicion of rv dysfunction. This revealed a drastic improvement in cvp and pump parameters. Thrombus was removed from suspected areas. The patient¿s chest was closed and hemos and pump parameters remained stable. The patient¿s hemos lab values were as follows: heart rate (hr) 96 bpm, mean arterial pressure (map) 74 mm hg, pulmonary artery pressure (pap) 28 mm hg/15 mm hg, cvp 8 mm hg. The patient was transferred to the ICU in a stable condition with complete resolution of low flow alarms. As of (B)(6) 2018, the patient remained hemodynamically stable and vad parameters were within the normal limits. The patient was most recently actively weaning ventilator support. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient experienced a downward trend in pump parameters with increased central venous pressure (cvp) and persistent low flow alarms on (B)(6) 2018 post hmii implantation. An echocardiogram (echo) revealed possible thrombus in the right chest compressing the right ventricle and superior vena cava-right atrial (svc/ra) junction. The patient underwent a chest exploration surgery. The account reported a drastic improvement in cvp and pump parameters after the chest was open. Thrombus was removed from suspected areas and the chest was closed. Hemodynamics and the pump parameters remained stable after closure. The patient was in a stable condition and the low flow alarms completely resolved. On (B)(6) 2018, the patient remained hemodynamically stable, vad parameters were normal, and the patient was actively weaning from ventilator support. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. "Alarm and troubleshooting" section of this IFU describes all alarm conditions, including the low flow hazard alarm.